Manufacturer narrative:
The single-site curved cannula has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. In march 25, 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5 mm curved cannula to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted single site cholecystectomy procedure, the patient side manipulator (psm) 1 appeared to jump unexpectedly while docked to the patient and then a pop sound was heard. The customer observed that the single-site curved cannula tube and docking barrel were disconnected. There was no report of patient harm, adverse outcome or injury. On 01-11-2018 intuitive surgical, inc. (Isi) received additional information from the site's robotics coordinator who initially reported this complaint. According to the robotics coordinator there were no post-operative complications experienced by the patient due to the broken cannula issue. The planned surgical procedure was successfully completed with a replacement single-site curved cannula.